Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibited moderate devitrification at the output window; the metal cap exhibits severe char and melting at the output window; the distal end of the glass cap/fiber is detached and not returned. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.

Event description:
It was reported that during a prostate procedure, @ 47,000 joules, "the fiber went on standby straight away." The procedure was completed with a second fiber. "No damages to the patient" reported. Gland volume: 100 ml time expended: 8 minutes